Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual, functional, and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reporter telephone number: (B)(6). Once the investigation is complete, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the rubber ¿o¿ ring was malpositioned in a vertical position and thus when attached to the air cylinder, resulted in an air leak and loss of power to drive the dermatome. The whole kit was replaced. There was a 0-15 minute delay in procedure. No harm or adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.